Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the retrieval bag falling off the metal supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: robot-assisted distal gastrectomy event description: "hospital [name] this is a complaint from the hospital; when the bag was deployed, the support wire protruded from the bag, so the user determined to stop using the event unit as it is not safe condition. No patient injury or illness associated with this event. Replaced to a new hospital inventory cd004 and procedure was completed. This event unit will be returned." Additional information provided by fi personnel via email on (B)(6) 2025: the support tips were exposed inside the patient. Intervention: after confirming no fragment dropped into the abdominal cavity, replaced to a hospital inventory new cd004 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: robot-assisted distal gastrectomy. Event description: "hospital [(B)(6)]. This is a complaint from the hospital. When the bag was deployed, the support wire protruded from the bag, so the user determined to stop using the event unit as it is not safe condition. No patient injury or illness associated with this event. Replaced to a new hospital inventory cd004 and procedure was completed. This event unit will be returned." Additional information provided by fi personnel via email on 06nov2025: the support tips were exposed inside the patient. Intervention: after confirming no fragment dropped into the abdominal cavity, replaced to a hospital inventory new cd004 and the procedure was completed. Patient status: no patient injury or illness associated with this event.